Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and the align to urethral support system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient experienced pain, infection, urinary problems, bowel problems, recurrances, dyspareunia. It was also reported that a mesh was takedown/removed on (B)(6) 2011in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, stress urinary incontinence, urinary urgency and frequency.